Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided. A device history record investigation shows that the product was assembled and inspected according to our specifications. In order to perform a proper investigation and determine the source of the alleged defect reported, it is necessary to evaluate the sample involved on this complaint. Customer complaint cannot be confirmed based only on the information provided. If the device sample becomes available this investigation will be updated with the evaluation results.

Event description:
Customer complaint alleges "no nebulisation function at all." From the device. Alleged malfunction reported as detected during use. No report of patient harm. Patient condition reported as fine.

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was a kink in the tubing. The jet and jar were visually and microscopically inspected and no defects or anomalies were observed. The remaining components were visually inspected and no defects or anomalies were observed. The returned tubing was used to connect the nebulizer unit to the air flowmeter. 5cc of water was added to the returned nebulizer unit and the tubing was connected to an air flowmeter and the pressure was increased to 8 lpm. Functional testing indicated that a mist was produced from the chamber of the nebulizer. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device. The device functioned as intended.

Event description:
Customer complaint alleges "no nebulisation function at all." From the device. Alleged malfunction reported as detected during use. No report of patient harm. Patient condition reported as fine.